Manufacturer narrative:
(B)(4). Date sent: 06/06/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: surgeon noticed that the jaw / blade cannot function like usual so she retrieved the enseal from the patient and check on the jaw. The non-stationary jaw broke during the examination. Did the broken jaw fall into the patient? No. Was the broken jaw retrieved from the patient? No. Did this cause a change in the plan of care for the patient? Not reported. Is the broken jaw being returned with the device? Yes.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the enseal mobile jaw broken during the procedure. The details are not reported. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90262. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.